Manufacturer narrative:
The reported events were high pacing impedance and insufficient information. As received, only the distal portion of the lead was returned in one piece. The reported event of high pacing impedance was not confirmed. X-ray examination and electrical testing of the lead portion did not find any indication of conductor fractures or internal shorts. Failure event observed during analysis. Final analysis found an external insulation abrasion consistent with friction to the device can was noted at 44.9 cm to 45.3 cm from the distal tip. The insulation abrasion breached the svc conductor cables lumen with no damage noted to the etfe cable coating.

Event description:
It was reported that a patient was referred for a right ventricular (rv) lead revision due to high pacing impedance and lead no longer functioning. The physician elected to explant and replace the rv lead. The patient condition was stable.